Manufacturer narrative:
The patient side manipulator (psm) arm was returned and analyzed. Failure analysis investigation found that the psm arm failed the in-house brake weighted drop test. The arm was upgraded with the newest brakes, brake gears, brake bearings and brake shaft to correct the problem. This complaint is being reported due to the psm arm failing the brake weight drop test during failure analysis investigation.

Event description:
This complaint was initially reported to isi for an unrelated problem associated with the patient side manipulator (psm) arm no. 2 not articulating well during a surgical procedure, at which time it was determined to replace the affected arm after to an unsuccessful system reboot. However, secondary isi failure analysis findings associated with the returned part deem this event to be reportable. In particular, the patient side manipulator (psm) arm failed the brake weight drop test during analysis. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur it could likely cause or contribute to an adverse event.